Event description:
It was reported that a patient underwent a surgical procedure in 2007, for the treatment of a large cystocele, rectocele, urinary stress, and incontinence. A pelvic floor repair mesh and a sling mesh were surgically placed into the patient. Following the surgery, the patient experienced mesh erosion, formation of scar tissue, inflammation, dyspareunia, and neurologic compromise to her tissues and structures. No additional information is available at this time.

Manufacturer narrative:
Date sent to the FDA: 08/03/2009. Dyspareunia - neurological compromise - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device associated with this event is not known. The two possible devices are: gynecare prolift pelvic floor repair, gynecare tvt secure system.